Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy. No additional issues with this pump's serial number were previously reported.